Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that after sealing the pt's tissue, the jaws would open but no longer close. It was also noted that the knife would not advance. Upon initial inspection at covidien, it was noted that the webbing was protruding.